Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
According to the information received, it was reported that during an ventral hernia robotic laparoscopic procedure, the arm encountered an unrecoverable error after a strong external arm collision, probably instrument drive unit (idu) to idu, the arm stopped working. The instrument was retrieved using the broken instrument method. To proceed with the surgery, the arm was replaced with a fifth backup arm. It was also reported that during procedure, the image colors were off and out of focus on the surgeon console and operating room team interface display (orti) or either the image was quite green on ds1 recording there was probably 30 minutes of delay in the procedure due to the reported issue. No injuries were reported to the patient.